Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient stated she recently saw the surgeon and the ins shifted deeper in the pocket and she will have surgery end of year to lift the ins inside the pocket. Patient stated replacing the battery pack in the controller was one thing to help with recharging the implant because she cannot use the belt to charge, she have to sit down with pressure to charge the ins. Patient stated she does not know when the ins went deeper inside the pocket.